Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3.5 years ago. Aneurysm morphology at the time of implant was not reported. Vessel morphology was reported as mild tortuosity and mild calcification, and the aortic neck had moderate anterior angulation. It was reported that the aortic neck has elongated, resulting in a type I endoleak. The physician elected to intervene by implanting an aneurx 24 mm aortic cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: endoleak; aortic neck elongation. Conclusions: aortic neck elongation.